Manufacturer narrative:
According to sophysa in-house process, the probe (B)(6) has been analyzed by the quality control laboratory. The available documentation for probe (B)(6) do not show any non-conformities during manufacturing. After visual inspection, no abnormal marks are visible on the catheter. When connected to a pressio monitor, the error e001 was confirmed. As a result, the dongle shell was opened and it was observed a cut of a micro-wire inside. As a conclusion: the catheter doesn't meet its specifications due a cut of the micro-wire inside the dongle shell. This breakage is probably due to an excessive traction on the tubing of the probe that induced a wire breakage. The icp pressio catheters are flexible but cannot be bent in a such way without inducing an impairment. The initial report was originally submitted in 2017 as an initial and follow up report. The initial report is resubmitted in january 2020 as requested by the FDA. The information provided in 2017 has not been modified except: - manufacturer contact email. - type of report (30 days). - medwatch 3500a format which has been updated since 2017.

Event description:
The implanted catheter did not work, presenting an error: product showed error 001

Event description:
The implanted catheter did not work, presenting an error : product showed error 001.

Manufacturer narrative:
According to sophysa in-house process, the probe 15c0758/c0787 has been analyzed by the quality control laboratory. The available documentation for probe 15c0758/c0787 do not show any non-conformities during manufacturing. After visual inspection, no abnormal marks are visible on the catheter. When connected to a pressio monitor, the error e001 was confirmed. As a result, the dongle shell was opened and it was observed a cut of a micro-wire inside. As a conclusion: the catheter doesn't meet its specifications due a cut of the micro-wire inside the dongle shell. This breakage is probably due to an excessive traction on the tubing of the probe that induced a wire breakage. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairement.